Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was found on the proximal conductor, all conductors were distorted, and the outer insulation was cut.

Event description:
It was reported that the physician was unable to get a stable position with the passive lead, the lead was explanted and replaced with an active fix lead. No patient complications have been reported as a result of this event.